Event description:
A physician reported that following an intraocular lens (iol) implant procedure, after surgery iol was found cloudy and the lens was still remained in the patient's eye. Additional information has been received stating that the iol surface having cloudiness and it appeared patchy however it did not affect vision. There are five medical device reports associated with this complaint. This report is 4 of 5. Additional information has been requested however no further information available.

Manufacturer narrative:
The product was not returned for analysis the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).